Event description:
Additional information was received from the patient via the manufacturer representative (rep). It was reported that the patient has felt shocks throughout her body while using spinal cord stimulation. Once while she was laying down <(>&<)> once while she was walking. Once the shock caused her to fall and hit her eye. The healthcare provider (hcp) from the pain clinic was made aware of this. An impedance check was done, while laying and while walking, and they all were approximately under 1,000 ohms. The patient needs to get the spinal cord stimulator battery replaced anyway. Patient also acknowledges spinal cord stimulator maybe on too high of an intensity however that intensity provides her pain relief. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that manufacturer representative (rep) states that a patient (pt) (in canada) with 37714 who uses adaptive stim has been feeling zaps the past few months and caller states that nothing explicitly prompted this. The rep states that the pt has high intensities and has stim high enough where it causes the pt's leg to physically move but the pt likes it and that is the level where pt gets pain relief. The rep states the pt had two incidents where they felt a 'full body shock' and stim running through her leg unexpectedly and on one instance it caused the pt to fall. The rep said the incidents happened once when walking and once when in bed. Rep states pt was using contacts 9 10 and 15 and the rep referenced those electrodes and impedances were normal, at least above 300ohms and below 1000ohms. Agent reviewed checking impedances in positions, considering reprogramming, inquiring if indeed nothing prompted this, etc.. Agent reviewed that considering the two major 'full body shock' situations happened in bed and when walking, it may be hard to determine the exact cause considering the positions in which these occurred were essentially opposite positions--agent related this also to how adaptive stim may not be factor. Additional information was received. Exact event date is unknown, serial number and implant date of ins confirmed. Cause of shocking is unknown, impedances were checked (done during different positions (lying down, walking, sitting still)) ¿ looked normal. The manufacturer representative (rep) called tech services and was advised doctor. Issue has not resolved, unknown if logs can be obtained.

Manufacturer narrative:
B3: date of event is year valid. G2. Foreign: canada medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Regarding reason for ins replacement, the rep stated: "I don¿t recall, likely due to end of bat tery life." It was confirmed the patient already met with their doctor, cause of shocking not confirmed. Issue has not resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.